Manufacturer narrative:
This report is being amended to reflect changes. A complaint history review indicated that this is the only reported compliant for the lot number involved. The nail is used for treatment. A stock investigation was attempted; however, the remainder of the lot was fully distributed with no additional reported observations of this nature. This product will be monitored for any adverse complaint trends. The device history records were reviewed and the records indicated that the parts met specifications. All the measurements taken on the returned device during the evaluation are within specification; therefore, the nail was the correct length. This complaint could not be confirmed.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported the nail measured at the incorrect length.